Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subtotal gastrectomy, when the sterilization package was opened, the firing knob was found to be broken (disengaged). The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.